Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Left hip revision. Patient fell and had a periprosthetic fracture of the hip. Stem was loose. Acetabular shell and liner were fine. Removed stem. Restoration modular system with new head implanted.